Event description:
During an attempted implant of the subject device, unstable electrical values were obtained when connected to a psa. Also, when the device was connected to an ICD, egm noise was detected, rv impedance was measured to be high (>3000ohms), and rv/svc continuity was alternatively open.

Manufacturer narrative:
(B) (4). Conclusions: the cause of the electrical issue, as described by the physician, was determined to have been caused by a rupture sustained to the rv microcable. This conductor line services the proximal electrode and the rv defibrillation coil. Excessive manipulation is suspected of causing this damage to the microcable, and this is evidenced by the observation of the highly deformed stylet following the implant attempt (refer to the comment of the sorin rep, who attended the implant). The microcable rupture is not associated to any manufacturing defect, because these aspects of the lead would not have passed final acceptance testing. The conductor coil deformation between the radio opaque collar and proximal electrode is attributed to stylet insertion while the lead was bent at this location.